Manufacturer narrative:
A male patient underwent a metatarsophalangeal fusion on (B)(6) 2015. Partial fusion with some delayed healing on the medial aspect was identified via x-ray in (B)(6) 2016. There were no plate issues identified at that time. The level of patient activity following the appointment with the surgeon in (B)(6) is not known. He was seen by the surgeon again on (B)(6). At that visit, the surgeon determined the fusion site had deteriorated and a hypertrophic non-union was diagnosed. The plate failure was identified at that time. The surgeon stated the patient did not recall an injury prior to the office visit. The product IFU specifically states that no metal implants can be expected to withstand loads at the same level as healthy bone. The foot plate is not designed to withstand the stress of weight bearing, load bearing, or excess activity. Fracture of the implant or damage can occur when the implant is subjected to increased loading associated with delayed union, nonunion, or incomplete healing. A root cause for the plate fracture has not been determined. It is not know what role, if any, the hypertrophic non-union and/or patient activity may have played in the adverse event. However, due to the reported incident and in an abundance of caution, this medwatch is being filed. Device not returned.

Event description:
The foot plate broke post operatively.